Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device did not fire was confirmed. The device was visually inspected, and it was found that the device passed visual inspection. During the initial assessment it was found that the device was not working, and cycle count error was obtained. During testing it was found that the device would not impact, but the motor was running. Due to this, the device was opened, and it was found that the motor magnets separated from the drive shaft. It was further determined that the device failed pretest for impactor operation assessment. The root cause of the device not firing/will not run was determined to be traced to a confirmed design error and an electrical issue which the cause could not be determined. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device would not fire. During in-house engineering evaluation it was determined that the device would not impact but the motor was running. The device was opened, and it was found that the motor magnets separated from the drive shaft. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.